Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). No further patient information was provided by the customer an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) architect hbsag qualitative ii result for 1 sample. The following data was provided: (B)(6) 2019, sid (B)(4), initial (B)(6) result = (B)(6), repeat = (B)(6), (B)(6). Hbsag confirmatory assay result = (B)(6) the physician questioned the result as other (B)(6) parameters were (B)(6). (B)(6) repeated = (B)(6), (B)(6) confirmatory assay was repeated = % not applicable (not confirmed) the specimen was repeated in triplicate at nuh for the screening and %neutralization confirmatory. The screening results were all (B)(6) and the confirmatory was invalid. No impact to patient management was reported.

Manufacturer narrative:
The manufacturer's device analysis results include both likely causes: architect hbsag qualitative ii, list 02g22-25, lot 02357fn00 and architect hbsag qualitative ii confirmatory, list 02g23-25, lot 01542fn00. Each list number will have a separate submission, see manufacturer report number 3008344661-2019-00130 a review of tickets was performed for reagent lot numbers 02357fn00 and 01542fn00. The ticket search determined that there is normal complaint activity for both likely cause lots. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Testing of negative panels was performed using an in-house retained kit of lot 01542fn00, architect hbsag qualitative ii confirmatory assay, and specifications were met indicating that the lot is performing acceptably. Field data was used to evaluate the performance of the architect hbsag ii assay. The number of standard deviations to the cutoff for the negative population tested showed lot 02357fn00 is within the established limits. Review of the median patient results by reagent lot report showed no atypical performance for lot 02357fn00. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect hbsag qualitative ii assay, lot 02357fn00 or the architect hbsag qualitative ii confirmatory assay, lot 01542fn00 was identified.